Manufacturer narrative:
Livanova (B)(4) manufactures the s5 control panel mrp 85. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. An investigation of the serial readout showed, that the pump worked in according to the specification. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 control panel mrp 85 displayed a warning message during priming. There was no patient involvement.